Event description:
Kim, m. J., jung, h. H., kim, y. B., chang, j. H., chang, j. W., park, k. Y., chang, w. S. (2023). Comparison of single-session, neoadjuvant, and adjuvant embolization gamma knife radiosurgery for arteriovenous malformation. Neurosurgery, 92(5), 986¿997. H ttps://doi.org/10.1227/neu.0000000000002308. Medtronic review of the literature article found that a retrospective review was done of 453 patients with arteriovenous malformations (avms) who underwent gamma knife radiosurgery (gkrs) between january 2007 and june 2017. A total of 228 patient was ultimately included in the study group which was further dived into 3 subgroups: 180 patients underwent gkrs only without embolization; 29 patients were in the neoadjuvant-embolized group and had embolization prior to gkrs treatment; 19 patients were in the adjuvant-embolized group and underwent embolization after gkrs treatment. Embolization procedures were completed with onyx or coils (manufacturer/model of the coils was not specified). No device malfunction or deficiency was reported in the article. Additionally, no patient mortality was reported. Post-operatively magnetic resonance imaging/angiography (MRI/mra) was used to verify obliteration of the avm after gkrs. Incomplete obliteration was noted in 13 patients in the neoadjuvant-embolized group and 10 patients in the adjuvant-embolized group. Noted adverse events included: 1 patient in the adjuvant-embolized group had latent hemorrhage post-operatively. 2 patients in the embolization groups, 1 in the neoadjuvant-embolized group and 1 in the adjuvant-embolized group, had delayed cyst formation. 18 patients in the embolization groups, 9 in the neoadjuvant-embolized group and 9 in the adjuvant-embolized group, had radiation-induced changes (rics). These changes are no associated with the onyx but are possibly procedure related due to imaging and gkrs tr eatment. 13 patients in the embolization group had asymptomatic rics. 4 patients in the embolization group had transient symptomatic rics that were reversible after medical treatment and observation. 1 patient in the neoadjuvant-embolized group had permanent ric.

Manufacturer narrative:
A2. Reported patient age is the mean age for all patients included in the study. A3. Reported patient sex is representative of the majority of patients included in the entire study group. It was noted that an equal amount of male and female patient underwent embolization with onyx either before or after gkrs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.